Event description:
Health care professional reported a confirmed motor stall was noted in the event logs with no motor stall recovery recorded. The motor stall was caused by the patient having MRI. Caller stated the patient exited the MRI five minutes ago. The pump was delivering baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model# 8709, lot# l78420, implanted: (B)(6) 2000, explanted:unk. (B)(4).